Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1 failed and was not detected on bus. The user performed station reboot and recover storage space but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the full height drawer 1 was not detected on bus. A field service engineer (fse) shut down the station and found that the bus cable was not plugged into the drawer controller. The fse fully seated the bus cable into the drawer controller. The system functioned as intended after the field service engineer repaired the device.